Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause do the por was unknown. The patient stated they would try and watch the bars more and would keep charging the piece in their body. It was reported that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked if the cause of the por message was due to the battery draining/low battery and if not, what likely caused or contributed to the por message, they reported that they changed the charger alone. They reported that steps taken to resolve the issue included that the recharge after charging the stimulator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported they have been getting up every night because of the return of symptoms. The agent walked the patient through connecting to the ins. The patient saw por message because the ins' battery is low. Agent had the patient start a recharging session and reviewed connecting to the recharger. The patient was able to recharge the ins at an excellent connection after a few times .. The agent recommended the patient continue the charging session and call back if still needed assistance in making therapy adjustment. The patient was a bit frustrated during the call because they are confused in managing the external and internal device, and due to the difficulty in recharging. The agent reviewed that aside from charging the external devices, they would also need to charge their ins and reviewed external device usage. The patient stated that if it doesn't work, they are taking it out. The patient also mentioned that they are meeting their hcp next tuesday. The agent documented reported events. T he patient stated that the implant is at 100%% and asked why they are now getting the message that the recharger is inactive. The agent explained that after the implant has reached 100%, then the recharger will automatically turn off, and that is why they are seeing this message. Patient then asked how to check their programs. When connected, the patient said they received the por, which was also reported in an earlier call. Reviewed the meaning of the message, and the patient turned stimulation on. The patient asked why it doesn't automatically turn on. Reviewed that is how the neurostimulator operates. Reviewed external devices are used to adjust the internal device. The agent inquired about the patient's typical recharge interval, and the patient said they do not know; they recharge after their symptoms, with no regular interval. Reviewed the option to check internal battery every day to help determine how long it may take before it gets too low. Patient said called a couple months ago about issues with the handset and received new equipment.